Manufacturer narrative:
The impella device was returned from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump stopped working during patient support. After three unsuccessful attempts to restart the pump, the patient suffered a sudden cardiac arrest and CPR was initiated. The impella was replaced, and the aic (automated impella controller) was swapped to assist with stabilizing the patient. It was noted that the patient had been agitated and mobile prior to the pump stop.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. B1 updated to malfunction only. D2 device name updated. D4 model number updated. F6 and f8 should have been left blank. H6 type of investigation code added.